Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was found, in the refrigerator, to have leaked into the unopened over pouch. Additionally, the device was noted to be broken; described as ¿the flow restrictor was detached¿. This was discovered prior to patient use. The device was filled with piperacillin/tazobactam18000mg in citrate buffer 25.3ml and sodium chloride 0.9%, 230ml total volume. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 27, 2022 - april 29, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed evidence of a leak inside a green bag the contained the device. The leak was due to a detached tubing line at the junction of the white flow restrictor. The reported condition was verified. The cause of the detached tubing that resulted in a leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.